Event description:
It was reported that the user experienced repeated low glucose events while using the ilet system, driven by missed and maladapted meal announcements that produced post-meal hyperglycemia reported at 400 mg/dl followed by rebound hypoglycemia reported at 40 mg/dl. The user interface and procedure for meal announcements were involved, and the user was guided through a factory reset and education on correct meal announcement and consistent meal spacing and carbohydrate content, with oral glucose provided for treatment of lows. No adverse clinical symptoms associated with hypoglycemia and hyperglycemia reported. Outcomes included an unexpected medical intervention requiring medication in the form of oral glucose. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device malfunction, identified a usage problem related to improper or incorrect procedure for meal announcements, and implicated the user interface in the event sequence. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.

Manufacturer narrative:
Initial